Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(4)) from the (B)(4) registry. The report indicated that the system controller was replaced one day prior to presentation (1 year scheduled change). The pt presented with a complaint of "lvad red alarm activation" on morning of presentation while it was connected to the power base unit. "It activated twice and she disconnected." No further information was provided.

Manufacturer narrative:
The attached user facility report ((B)(4)) was received from the (B)(4) registry. The system controller was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.